Event description:
The hcp reported the pt was exeriencing increased spasticity, itchiness, irritability, incontinence, decreased function with transfers and walking, and difficulty with speech - less articulate. The pt has experineced these intermittent withdrawals several times. A catheter study and an ri study were reported as negative for any issues. There have been no volume discrepancies. The sideport was checked for patency and plain films were done in 2/2004 and reported to be okay. An isotope study on 3/2004 showed no leaks. The pt is being supplemented with oral baclofen to help manage the symptoms. The hcp was weaning the intrathecal baclofen to assess the efficacy of itb, and now that physiological factors have been ruled out, the plan is to explant the pump.